Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) contacted the client, who indicated confusion about the process. The tss explained that the procedure outlined in knowledge article "cannot enable critical override at a station; unexpected data constraint violation" is a "dummy" update performed within device settings and clarified that the process must be completed one device at a time. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, station in disconnected mode. They were unable to enable critical override at the station, and unexpected data constraint violation was received the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.